Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The events of seroma and capsular contracture are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, seroma & capsular contracture, baker grade unknown

Event description:
Healthcare professional reported rupture, mild seroma and capsular contracture, baker grade unknown. Affected side is unknown. The device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, b6, d9, h3, h6.

Event description:
Healthcare professional reported left side "prosthetic rupture without silicone expansion with mild seroma, strong periprosthetic symptomatic capsular contracture." Healthcare professional confirmed capsular contracture baker grade iii via chest computed tomography. Healthcare professional confirmed cytological/histological test was performed in the mild seroma, with a negative test for alcl. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Additional, changed, and/or corrected data: h3, h6. Device evaluation: based on the product analysis performed, the assessments of the complaints are: ¿ rupture: observed an opening on the device. ¿ capsular contracture: unable to observe as it is not related to the manufacturing process. ¿ seroma-late: unable to observe as it is not related to the manufacturing process. As per the investigation procedure observed, creases were completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Healthcare professional reported left side "prosthetic rupture without silicone expansion with mild seroma, strong periprosthetic symptomatic capsular contracture." Healthcare professional confirmed capsular contracture baker grade iii via chest computed tomography. Healthcare professional confirmed cytological/histological test was performed in the mild seroma, with a negative test for alcl. Device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b3, b5, b6, h6. Reason for reoperation: capsular contracture, baker grade iii.

Event description:
Healthcare professional reported "prosthetic rupture without silicone expansion with mild seroma, strong periprosthetic symptomatic capsular contracture." Healthcare professional confirmed capsular contracture baker grade iii via chest computed tomography. Device has been explanted and unknown if replaced. This relates to the left side.